Event description:
Product serial number is within the serial number range for recall (B)(4). During subsequent internal eval, the product was found to have a component failure.

Manufacturer narrative:
Based on review of the file content, the awareness date for this incident is (B)(6) 2010. The 510(k) is for the first fr2 clearance. Method: device internal memory was reviewed.